Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, front cover, and tank cover, an outdated printed circuit board (pcb) and power switch. Functional testing found the device will not heat up to calibrate. The root cause of the reported issue was found to be a malfunctioning heater. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. UDI is unknown, no product information has been provided to date.

Event description:
It was reported that the device will not keep temperature or get hot. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement (updated b5).

Event description:
Additional info received via email 24-aug-2022. No patient involved.